Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the patient underwent a primary right l5-s1 spinal root decompression. On the day of surgery, the patient presented with continued back and left leg pain. The investigator noted the event as severe in intensity. Patient has undergone physical therapy and is in pain management. MRI pending. The outcome of the event is continuing with treatment. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted a possible explanation for the event as permanent pre op nerve damage.